Event description:
It was reported that an autostim diagnostic test was performed and it pulled 0ma output current; however, the patient is set to 3.0ma output current for autostim. No additional relevant information has been received.

Event description:
The patient reported that they cannot feel the autostimulation and there are also no autostims logged in the programming system. It is expected that the patient will not perceive autostimulation if there were 0 autostimulations delivered. Autostim related settings were adjusted previously for the device to provide autostimulations. Magnet swipes are registered normally and it was confirmed that the patient does not have a short off-time for normal stimulation as this could contribute to the lack of autostimulations. Patient's threshold is set to 20% and it was verified that tachycardia detection is turned on.